Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a csf leak in (B)(6) 2014 after a new pump and catheter were placed. The ¿pump was only leaking when the patient was moving or doing activity¿ per the patient¿s family member.

Event description:
Additional information received reported there were tubing issues and the catheter was replaced (B)(6) 2014. It was noted the catheter was at l5-s1 not working and the tubing was replaced on (B)(6) 2014. The tubing was now located at the top of t8. It was further reported the tubing was changed (B)(6) 2014 (replacement of tubing times two). The catheter was currently in place. Catheter segments were not left in the intrathecal space and the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter; product ID neu_unknown_cath, implanted: 2014-(B)(6), product type catheter

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014 the patient had a spinal fluid leak and was in the hospital for 3-4 days or 72 hours lying flat. On (B)(6) 2014 the patient had withdrawal symptoms. An x-ray showed the catheter had come out of the spine. Two weeks later on (B)(6) 2014 the patient had surgery to replace the catheter. The catheter was supposed to be in the t1-, but the surgeon was unable to get it there so it was in l5. There was hope that would work, but it did not and the patient started withdrawing. The next day the patient experienced withdrawal symptoms and had been in the hospital since the surgery. It was being discussed how to go back in and get the catheter where it needed to be. The system was being used to deliver lioresal (baclofen). It was later reported the tubing had migrated out of the intrathecal space secondary to activity. The event was not attributed to the pump, programming, or drug effects. The patient had recovered without permanent impairment.